Event description:
It was reported that the patient received a minor burn on the bottom lip during an oral surgery. The doctor completed the procedure with another device. It is unknown at this time what treatment was administered or if there will be any scarring as a result.

Manufacturer narrative:
A request was made, but the micro drill attachment has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the investigation is complete.